Manufacturer narrative:
Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
Concomitant medical products: 00598004702, nexgen precoat stemmed tibial component, lot 60674841 00596204220, nexgen lps ¿flex articular surface, lot 60523617 00596401752, nexgen lps femoral component, lot 60591851 00-1113-140-01, palacos r+g radiopaque bone cement, lot 65184053 qty 3. This report is 1 of 6 for this patient: 0002648920-2017-00136, 0001822565-2017-00404, 0001822565-2017-01415, 0001822565-2017-01417, 0001822565-2017-01418, 0001822565-2017-01419.

Event description:
It is reported that the patient was revised due to loosening of the tibial component and pain.

Manufacturer narrative:
Reported event was confirmed through receipt of revision operative notes. Product was not received for evaluation. Review of the provided operation notes indicated that the patient had right total knee arthroplasty (tka) in (B)(6) 2007, and experienced pain and loosening in his right knee thereafter. He went for a nuclear bone scan in (B)(6) 2013, which found indications of ¿infection, fracture and hardware loosening¿. He was revised (B)(6) 2014 for tka using competitor components, with postoperative diagnosis of "right knee loose tka". The post-operative notes from the revision surgery do not add any information as to the necessity of revision. The operative notes did not include any indications of infection or a fractured component. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.